Event description:
While investigation a (B)(6) male pt's battery charger/modem for an unrelated issue, a reportable problem was discovered. Battery charger/modem sn (B)(4) would not power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary - device eval of battery charger/modem sn (B)(4) has been completed. Upon receipt the charger/modem would not power up. The power brick was found to be defective. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective power supply brick. The pt received a replacement battery charger/modem.